Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing the loss of mechanical ventilation during a case. The patient was manually ventilated, then unit replaced. Case resumed. There was no report of patient injury.